Manufacturer narrative:
(B)(4). Batch # u5d54v. (B)(4). Device analysis: the analysis found that one psee60a device was returned with the nozzle damaged and with no reload present. When tested for functionality the device would not close. The device was disassembled and upon disassembling, the frame and the yoke closure were glued together not allowing the device to closed no functional test was performed due the condition of the device. The damage occurred has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown surgery, could not close the jaw before inserting it into trocar. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.